Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had a cracked reservoir tube lip.

Event description:
Customer reported button error alarm. Customer's blood glucose was 400 mg/dl. Customer is advised to disconnect from his pump and revert to his back-up plan. No troubleshooting occurred. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.